Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information from the attorney of the family regarding minimed 600 series with a damaged, missing, or broken retainer ring. On (B)(6) 2022, reporter alleged that this has caused the user to suffer personal injuries. The allegation did not specify the pump identifier (serial number) that was in use at the time of the alleged incident. If and when additional details become available, the information will be supplemented. The product is expected to return for analysis.